Manufacturer narrative:
(B)(4).

Event description:
On 5/12/16 it was reported that the patient wants to be explanted as she only received minimal benefits along with an increase in her blood pressure. The patient also has ms and will need periodic mris so the patient is requesting that the physician remove the generator and lead so that she can have a full body MRI if needed. Clinic notes dated (B)(6) 2016 were received for review on 5/17/16 which indicate that since the vns was implanted, the patient's seizures have been worse. Prior to vns, she was having maybe one seizure a month and now she can have several in a row. The vns was disabled and the patient will speak to her surgeon about having it removed. The patient had the vns explanted on (B)(6) 2016.

Event description:
The physician reported that the increased seizures were back to the patient's pre-vns baseline frequency and were not related to vns therapy. The physician also reported that the increased blood pressure was also not related to vns therapy. No interventions were taken.